Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a tip crack. The device was inspected prior to use. The issue was found during reprocessing. And the diagnostic biliary pancreas screening was completed with the same device. Inspection and testing of the returned device found, that the acoustic lens was peeled. That the insulation resistance value did not meet the standard value. And that there was insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additional findings include the following: water tightness was lost; due to a pinhole in the forceps channel tube. Water tightness was lost; due to the adhesive peeling between the objective lens and the distal end. The bending angle in the up direction does not meet standard value; due to wear of the angle wire. The play of the up and down knob is out of standard value; due to wear of the angle wire. Adhesive on the bending section cover was detached / had a crack, the ultrasonic transducer had corrosion, the image guide protector had a cut, the connecting tube had a scratch, and the displayed ultrasound image was defective; due to peeling of the acoustic lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes could not be determined. Although the reported events were confirmed, the cause could not be specified. The events can be prevented by following the instructions for use which state: "warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.